Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent was damaged. The lesion being treated was located in the tortuous, calcified, 85% stenosed left anterior descending (lad) artery. The physician attempted to direct stent the lad with a taxus express2 2.50 x 12 mm drug eluting stent but was unsuccessful. When he pulled back the stent delivery system to pre dilate the vessel, he noted the stent struts were lifted. This taxus stent was not used. He then pre dilated the vessel with a maverick 2.0 x 9 mm balloon and the procedure was completed with a taxus express2 2.5 x 16 mm stent. No pt complications were reported.